Event description:
Right knee arthroplasty components placed in 2007 should have continued working for the patient. Instead, the components failed and had to be replaced in second surgery. Patient was admitted for replacement of failed biomet right knee arthroplasty that was placed in 2007.======================manufacturer response for rt knee arthroplasty components, oxford (per site reporter).======================biomet sent letter to risk management regarding failed components. They are aware.